Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due sensing issues on the discrimination channels. The patient was asymptomatic. The ICD was reprogrammed, and the patient was in stable condition.